Manufacturer narrative:
(B)(4) per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the non-coaxial alignment, along with a shelf of calcium at the stj that was not appreciated on imaging, likely caused the embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical (ta) deployment of the sapien xt, the valve embolized ventricular. Surgical intervention was required. Access was gained through the apex of the heart. The physicians decided not to balloon aortic valvuloplasty (bav). During valve deployment, the physician made an adjustment to the image intensifier angle, which adjusted the coaxial plane of the valve. They decided to deploy the valve in that angle. As the valve was inflated at 75% it was observed not to be coaxial to the annulus, and was pushed into the ventricle. Options were discussed in order to remove the valve into the ventricle. The wire was left in place across the annulus into the aorta and the patient was prepped for surgical removal. The patient remained stable throughout the tavr and into surgery. During the surgical procedure, the valve was successfully removed from the ventricle and a surgical aortic valve was implanted. While attempting to close the patient the physician had issues with the heart tissue tearing, as well as blood loss. The patient expired at the end of the procedure. Information was provided regarding the cause of the embolization indicating the valve was not positioned coaxial to the annulus, and no bav was completed. During the open procedure, the surgeon found a shelf of calcium at the stj that was not appreciated as well on the cta and may have caused the device to be pushed ventricular.